Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering noted that the cord loop was still attached to the introducer shaft and rod. The supports were observed to be retracted back into the tube and the tissue bag was cinched. No other non-conformances were observed. Based on the condition of the event unit, the reported event occurred because the tissue retrieval device consists of a pre-rolled tissue bag stored inside an introducer tube. Upon deployment, it may initially keep its rolled shape. The instructions for use (IFU) states, "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable leve. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This document represents our initial and final report. This document is to follow up on medwatch report # (B)(4).

Event description:
Procedure performed: "lap chole". "Retrieval bag deployed in a closed state." No attempt was made to unroll the bag. No instruments were used. The device was replaced and the procedure was completed without further incident. "No patient harm." Medwatch received via mail on 27-oct-2017: #(B)(4): "while attempting to use the retrieval system, it deployed in a closed state. Another retrieval system was opened and worked as expected. Manufacturer response for inzii retrieval system, inzii (per site reporter) manufacturer provided rga# and product return packaging. What was the original intended procedure? Lap chole. Device usage problem: device malfunction- that is the device did not do what it was supposed to do". Type of intervention: na. Patient status: no patient harm.